Event description:
It was reported that, while inserting navio bone pin, the bone screw driver was not capturing the pin end to drive into bone. It seemed the driver was stripped as opposed to the pins. Swapped to another tray and that one worked but not well according to surgeon. No surgical delays or patient injuries reported.